Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the actual tidal volume. The device was in clinical use when the issue occurred. It was reported that the patient felt that the air volume was too large and could not tolerate it, repeatedly refused to use the ventilator. The patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the tidal volume of the ventilator was set, and displayed below 100 ml (mililiters). It was then observed by the staff, that the actual tidal volume could not be determined. An engineer inspected the previous ventilator and found that the airflow sensor was malfunctioning and needed replacement. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer had a third party service repair the device. It was reported that the air flow sensor was repaired; however, the km did not specify how the part was repaired; no further details were provided. The device was reported to have been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.